Event description:
Reportedly, the pt underwent an appendectomy procedure. The suture used to sew the fascia broke 2 days post-op. The pt was brought back to the or and the wound was resutured without complication.